Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the latch was broken. A field service engineer (fse) confirmed that the cubie pocket was replaced by the pharmacy technician and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie pocket b5 from drawer 2.1 was not closing. The nurse managed to get the medication from the cubie pocket, but the cubie pocket could not be closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.